Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid left anterior descending artery. Pre-dilatation was performed. While advancing the 2.5 x 23 mm xience prime stent delivery system (sds) onto the guide wire, some resistance was noted with the guide wire and the proximal shaft of the sds separated. There was some resistance noted during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The resistance with the guide wire was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information